Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047 - 2021 - 05904. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The user found a problem at the distal end of the device before the procedure. The user returned the device to olympus repair center. During the inspection, olympus repair center found a disconnection between the distal end and connecting tube. There was a possibility that a part of the distal end fell off. There was no air leakage and sharp edge. The user facility informed that there is no possibility that a part of the device was fallen into the patient's body. There was no report of patient injury associated with this event.